Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a red alarm sounded regarding bed 26. The nurse who was in the room saw that the monitor visually reported the alarm but did not hear the sound. The device was in use during monitoring a patient and no patient harm was reported.